Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the system controller's screws in the backup battery cover broke in half as the site was tightening it. One half of the screw was stuck in the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery compartment cover having a broken screw was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The system controller was otherwise in unremarkable physical condition, and it performed as intended throughout all steps of functional testing. The screw was able to be removed from the controller. The threading of the screw and the helicoil within the controller housing were found to be in unremarkable condition. A test screw was able to be installed into the affected position without issue, therefore isolating this event to the screw itself. A manufacturing analysis task has been initiated under a different event to further investigate the root cause of damage to the screws in the battery compartment cover. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.